Event description:
It was alleged that during a case, the light went out. The power was turned on and off with no result. The bad tower was pushed out to the hallway and began to smoke. It was reported that the unit caught fire at the lightbulb and the fire had to be put out with an extinguisher. The case was completed with a different unit.